Event description:
It was reported that solution would not flow through a y-type tur irrigation set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the affected device was received for evaluation against the reported condition. The visual inspection showed no signs of abnormalities that may have cause or contributed to the reported event. The sample was functionally tested by spiking it into an in-house 1000ml solution bag containing distilled water. The sample was then re-primed and checked for flow. The sample primed and flowed according to the product specifications. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.